Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they contacted to their healthcare professional regarding hyperglycemia. Customer's blood glucose level was 290 mg/dl. Customer¿s blood glucose level was 292 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with bolus. The customer was using auto mode feature at the time of incident. The insulin pump was not returned for analysis.